Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. This event was reported to have occurred during set-up. The patient will contact the nurse to program and use manual bags. The patient does not have the correct manual bags to use and will contact the nurse for that. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and the evaluation is complete. During the event history log review, the increased intra-peritoneal volume (iipv) event was verified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause was use error, tidal total ultrafiltration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.